Event description:
It was reported that the colonovideoscope had a scope error (e315). The issue occurred during the inspection for use. There was no patient involvement.

Manufacturer narrative:
E1: e1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.